Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately following the implant of this 29 mm transcatheter bioprosthetic valve, during attempted balloon aortic valvuloplasty (bav), the non-medtronic balloon became stuck in the top cell of the outflow portion of the valve. While attempting to remove the balloon, the valve dislodged into the ascending aorta where it was left implanted. A snare was used to push the valve tab forward and change the geometry of the cell where the balloon was caught allowing the balloon to be removed from the patient. A second valve was successfully implanted. It was reported that there was a vascular complication (not described) of the left femoral artery which was repaired surgically. The physician stated that the injury may have been caused by the sheath exchanges. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the post-implant balloon aortic valvuloplasty (bav) was performed on the first valve due to mild paravalvular leak (pvl). At the end of the implant procedure, a perforation of the left femoral artery was noted. The physician stated the perforation was caused by a non-medtronic closure device that was deployed at the back wall of the artery causing a section of the artery to be removed when tugging on the sutures. The patient was reported to be recovering well following the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.